Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegations were confirmed and were both caused by faulty printed circuit boards. The device evaluation also found a b30 scope communication error with 170 and ltf series scope and no images on the monitor screen with 190 model series scopes due to faulty boards. Dust was found inside the unit, there was a corroded wire, the front panel was cracked, there was a loose receptacle, a damaged net spacer and a cracked power switch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A field service engineer (fse) reported on behalf of the customer, evis exera iii video system center error code b40, image processor error during maintenance. No functions were working on the front panel. No procedure was involved; therefore, there were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit boards could not be identified. Olympus will continue to monitor field performance for this device.